Event description:
Info received indicates the bed exit system is not working. No nurse call is sent when the system is set.

Manufacturer narrative:
The tech replaced the bed exit tape switches to repair the bed.